Event description:
It was observed during the device inspection, that the rigid optical laparoscope's eyepiece funnel was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, the cause excessive force might have led to the malfunction. The broken eyepiece indicates that the cause was a blow or a fall of the optics. Olympus will continue to monitor the field performance of this device.